Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs system, including an ipg, on (B)(6) 2010. It was reported the pt presented for a f/u appt. The physician noted the pt's ipg pocket was red and swollen with some skin abrasion. Through a physical examination, the physician has determined there is no infection present but that the ipg implant site was too shallow. The ipg pocket will be surgically debrided and revised. F/u on the pt found no further issues reported.